Event description:
An altitude alarm was reported by the customer, leading to the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer followed instructions to clean the pump's speaker holes and reconnect the cartridge, allowing insulin delivery to resume after a short delay. No recurrence of the alarm was reported, and the pump returned to normal operation. Tips for preventing future altitude alarms were provided and acknowledged by the customer.